Event description:
It was reported that oversensing was observed. Several aborted charges were found via (B)(6) transmission. Lead malfunction suspected. No further information available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.